Event description:
The customer alleged that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and replaced the al board, solenoid, and pressue transducer board. The unit passed extended self testing. There was no pt harm reported.